Event description:
Customer reported that the insulin pump has physical damage. She stated that it has a crack located across the screen diagonally and into the plastic of the pump. Customer is not aware of how the damage occurred. Blood glucose 194 mg/dl; nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with minor scratched display window. The unit was received with cracked case display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.